Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy end to end anastomosis, at the first firing of the device, the surgeon confirmed that the knife advanced, however he/she could not staple the line at all, they suspected that there were no staple in the cartridge from the start. The surgeon sutured the tissue manually to resolve the issue in order to complete the case. The surgical time was extended more than 30 minute. No bleeding and the incision site was not extended.